Event description:
It was reported to philips that the system gave an alert indicating the filter of the collimator failed which can impact x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint indicating the collimator filter failure. A service quote was provided to the customer; however, the customer did not accept the quote, and consequently, no service was performed by philips. Till date, there was no reoccurrence reported. The codes have been updated based on the investigation's outcome.